Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pruritus ('itching') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pruritus (seriousness criteria medically significant and intervention required), arthropathy ("problems with joints, muscles"), muscle disorder ("problems with joints, muscles"), inflammation ("inflammation"), visual impairment ("vision problems"), respiratory disorder ("ent problems"), confusional state ("mental confusion"), fatigue ("chronic fatigue"), fibromyalgia ("fibromyalgia"), neck pain ("neck pain") and feeling abnormal ("fog in the head"). The patient was treated with surgery (bilateral salpingectomy with removal of the uterine horns). Essure was removed in 2017. At the time of the report, the pruritus, arthropathy, muscle disorder, inflammation, visual impairment, respiratory disorder, confusional state, fatigue and fibromyalgia outcome was unknown and the neck pain and feeling abnormal had resolved. The reporter considered arthropathy, confusional state, fatigue, feeling abnormal, fibromyalgia, inflammation, muscle disorder, neck pain, pruritus, respiratory disorder and visual impairment to be related to essure. The reporter commented: an article on a blog. She is still convalescing, she feels like she is coming back to life. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 12-jul-2017 for the following meddra preferred term: pruritus. The analysis in the global safety database revealed 88 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 19-aug-2021: this case will be deleted from argus database because this is a duplicate of the case (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pruritus ("itching") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pruritus (seriousness criteria medically significant and intervention required), arthropathy ("problems with joints, muscles"), muscle disorder ("problems with joints, muscles"), inflammation ("inflammation"), visual impairment ("vision problems"), respiratory disorder ("ent problems"), confusional state ("mental confusion"), fatigue ("chronic fatigue"), fibromyalgia ("fibromyalgia"), neck pain ("neck pain") and feeling abnormal ("fog in the head"). The patient was treated with surgery (bilateral salpingectomy with removal of the uterine horns). Essure was removed in 2017. At the time of the report, the pruritus, arthropathy, muscle disorder, inflammation, visual impairment, respiratory disorder, confusional state, fatigue and fibromyalgia outcome was unknown and the neck pain and feeling abnormal had resolved. The reporter considered arthropathy, confusional state, fatigue, feeling abnormal, fibromyalgia, inflammation, muscle disorder, neck pain, pruritus, respiratory disorder and visual impairment to be related to essure. The reporter commented an article on a blog. She is still convalescing, she feels like she is coming back to life. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 12-jul-2017 for the following meddra preferred term: pruritus. The analysis in the global safety database revealed 88 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.